Event description:
A customer observed biased tbil qc and pt results on their dt60 analyzer. The event is consistent with a malfunction that could have caused a biased pt result to be reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting this event to be consistent with a user-induced slide tracking error. A slide tracking error occurred when the customer removed a slide from the analyzer without an operator prompt to do so. User error was the cause of this event.